Event description:
Event description guidant received information that out of the box, this implantable cardioverter defibrillator (ICD) exhibited a battery voltage of 3.10v. There is a concern that the battery is depleting earlier than expected, prohibiting device implant.